Manufacturer narrative:
The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd precisionglide¿ needle leaked at the luer connection. No serious injury or medical intervention was reported.

Event description:
It was reported that bd precisionglide¿ needle leaked at the luer connection. No serious injury or medical intervention was reported.

Manufacturer narrative:
Investigation summary: no samples or photos were submitted for evaluation. DHR review: assembly batch 6363936 had 52 visual inspections performed on 2,750 parts with zero defects noted. Six leak tests were performed on 30 parts with zero failures recorded. No notifications were written for this batch, nor for the associated assembly batch. The defect could not be confirmed as reported.